Event description:
Device malfunction: premature deployment, sheath split. Time of malfunction: during procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during an interventional left superficial femoral artery (sfa) procedure, via a contralateral approach, the distal tip of the outer sheath of the absolute stent delivery system (sds) split when advanced to the sfa and the stent prematurely deployed in the 6 fr. Introducer sheath. No resistance was felt during advancement and the femoral bifurcation was average. The introducer sheath and sds were withdrawn, but the stent remained in the left iliac artery. An unspecified stent was deployed within the absolute stent to fully appose the stent against the vessel wall. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: the absolute catheter was returned with a major kink distal to the strain relief, chatter marks along the entire length of the distal outer member, a longitudinal torn/ripped distal outer member, a missing section of the distal outer member, a radial tear from the longitudinal tear and longitudinal tear from the distal end. The torn/ripped section of the catheter displayed jagged edges which suggest mechanical damage. Analysis using a scanning electron microscope (sem) confirmed mechanical damage and identified a minor hair line tear in the distal end of the distal outer member. The hair line tear could have occurred during production (from the tubing vendor) or during use in the field. Production inspects 100% for this type of damage at multiple stations. No non-conforming material or scrap were reported for this type of damage. The distal outer member tubing material vendor certification documents were reviewed for this lot of material and indicated that the tubing tensile testing far exceeded the product specification requirements. In addition, a review of the absolute's final production device history record for this lot showed that the reliability engineering on line production tensile testing of the distal outer member also far exceeded the product specification. The root cause of the tearing and separated distal outer member could not be identified. The major kink distal to the strain relief protruding deep into the inner braided member most likely occurred during return shipment to abbott. All absolute products during production are inspected 100% at multiple stations for shaft damage and 100% inspected for guide wire movement testing. A kink of this type would have been identified. The chatter marks (mini kinks evenly spaced apart) observed along the distal outer member are not believed to be production related. Chatter marks have been reproduced by engineering when using the catheter in a tight radius/bend, causing mini kinks evenly spaced apart. A roto cause for this type of damage could not be determined. A root cause for the torn/ripped section of the distal end of the distal outer member could not be determined. The introducer sheath has a smooth side and would not be expected to cause this type of damage. If the absolute stent is fully apposed to the inner wall of the 6 fr introducer sheath the stent should be retained in the sheath during removal. A roto cause of the stent release from the 6 fr introducer sheath could not be identified. Possibly, if the absolute catheter was advanced distal to the tip of the introducer sheath, during catheter removal the stent partially expanded causing the stent to be pulled out of the catheter; engineering has replicated this event. This type of incident has not been observed previously. No root cause could be identified. Review of the device history record for this lot found no non-conforming material reports associated with this lot.